Event description:
It was reported that the implantable neurostimulator (ins) was flipped in 2005; the date was not reported but the surgeon implanted a new device in august of that year. Device registry records indicated that a new ins was implanted on (B)(6) 2005. The patient said the oldest device was easier to use. It was reported that the patient could not get a charge with the device very well.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3887-33, lot# j0511555v, implanted: (B)(6) 2005, product type lead; product ID 3887-33, lot# j0511594v, implanted: (B)(6) 2005, product type lead. (B)(4).